Event description:
The event is reported as: the device has been reported as broken. No further information available. No patient injury reported.

Manufacturer narrative:
The device sample has been requested, but not received yet. The results of the investigation are not available at the time of this report. A follow up report will be sent when investigation is completed.